Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to reservoir migrated into the scrotum. Device was working. Connectors and reservoir removed and replaced. Additional information was received. Reservoir was originally placed in lower abdomen. The device was not working.